Event description:
It was reported that the device gave no disposable alarm. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, cassette was attached to the device and ran with no issues. Investigation could not duplicate the reported "no disposable" alarms. Investigator recalibrate the pump upstream sensor and replace downstream sensor as preventive measure.